Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects of dyspnea and death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: additional information regarding this patient can be found under MFR # 2024168-2018-08523: on 10/16/2018, the patient underwent a second mitraclip procedure. The clip was well attached to the leaflets, but was tilted and a leaflet perforation was noted. A severe posteriorly directed jet was seen. An additional clip was implanted. The physician deemed the event as related to the leaflet perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for patient death. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure with implantation of an xtr mitraclip. The patient had a fall earlier in the year and had steadily declined since the fall. Reportedly, the patient underwent two mitraclip procedures and her health continued to decline. During a recent hospitalization for shortness of breath, the patient's prognosis was poor and hospice was consulted. The patient declined any additional procedures and was discharged on (B)(6) 2018. The patient died at home on (B)(6) 2018. The study physician did not provide a relationship of the device to the death. No additional information was provided.